Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the reader. A tripped trend review was conducted for the reported complaint and libre reader. No trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) ) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A low reading issue was reported with the freestyle libre 2 reader. Customer (a child) received a reading of 'lo' (reading <20 mg/dl) compared to a reading of 'hi' obtained on an unspecified device and experienced a loss of consciousness. Customer had contact with a healthcare professional who obtained a laboratory glucose result of 608 mg/dl, diagnosed the customer with hyperglycemia, and "corrected" the customer's "ketone value 4". The customer was observed and no further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the freestyle libre 2 reader. Customer (a child) received a reading of 'lo' (reading <20 mg/dl) compared to a reading of 'hi' obtained on an unspecified device and experienced a loss of consciousness. Customer had contact with a healthcare professional who obtained a laboratory glucose result of 608 mg/dl, diagnosed the customer with hyperglycemia, and "corrected" the customer's "ketone value 4". The customer was observed and no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.